Event description:
Patient reported that the needle button popped out, when she was about to administer a bolus dose, after nearly 2 hours of wear. Patient stated she replaced that v-go with a new v-go. Patient discarded the v-go .